Event description:
According to the available information patient experienced pelvic pain/vaginal extrusion after altis procedure. Date of onset event: (B)(6) 2015 (just after surgery). Description of the events: pelvic pain since altis surgery. During clinical examination, the surgeon noticed that the prosthesis was exposed at the left peri urethral cul-de-sac. Treatment: on (B)(6) 2016, revision of the altis sling without removal (excision of the eroded sling part). Despite this revision, persisting pain and discomfort during intercourse. On (B)(6) 2017, removal of the left side of the sling (including anchor and tensioning suture). Status of the event: resolved on (B)(6) 2017 (on (B)(6) 2017: normal pelvic examination, no leakage, no pain).

Manufacturer narrative:
This follow-up MDR is created to update the event date, description of event, lot number, and the conclusion of the investigation. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4536209. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. The device is not available for evaluation. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of inguinal pain or exposure, qa accepts the physician's observations. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document corrected information in section g-7 and section h-2. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information patient experienced pelvic pain/vaginal extrusion after altis procedure. Date of onset event: (B)(6) 2015 (just after surgery) description of the events: pelvic pain since altis surgery. During clinical examination, the surgeon noticed that the prosthesis was exposed at the left peri urethral cul-de-sac. Treatment: on (B)(6) 2016, revision of the altis sling without removal (excision of the eroded sling part). Despite this revision, persisting pain and discomfort during intercourse. On (B)(6) 2017, total removal of the sling. Status of the event: resolved on (B)(6) 2017 (on (B)(6) 2017: normal pelvic examination, no leakage, no pain).

Manufacturer narrative:
This follow-up MDR is created to document additional information received in section b-5.

Event description:
Patient experienced pelvic pain/vaginal extrusion after altis procedure. Date of onset event: 04 september 2015 (just after surgery)/ description of the events: pelvic pain since altis surgery. During clinical examination, the surgeon noticed that the prosthesis was exposed at the left peri urethral cul-de-sac. Treatment: on (B)(6) 2016, revision of the altis sling without removal (excision of the eroded sling part). Despite this revision, persisting pain and discomfort during intercourse. On (B)(6) 2017, total removal of the sling. Status of the event: resolved on (B)(6) 2017 (on (B)(6) 2017: normal pelvic examination, no leakage, no pain).

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Patient experienced inguinal pain after altis procedure. Date of onset event : (B)(6) 2015 (just after surgery) description of the events: inguinal pain (poorly systematized) since altis surgery and very disabling. During clinical examination, the surgeon noticed that the prosthesis was exposed at the left peri urethral cul-de-sac. Status of the event : on going on (B)(6) 2016.